Event description:
The surgeon has informed depuy that a revision had taken place #147; dr (B)(6) explanation -patient had revision due to grade 4 degenerative changes in an unresurfaced compartment either not seen @ index operation or progressed since#148; resulting in pain and therefore needs surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.